Event description:
Further information was received indicating that the patient underwent surgical intervention for replacement of the full vns system. The lead was explanted due to compatibility with the new generator model. The explanted devices have not been returned to the manufacturer to date.

Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
Further follow up indicated that the patient has benefit from the vns therapy. The patient feels pain on the generator area also with the new implanted vns system. The patient will see the neurosurgeon for the follow up, no surgery is planned so far. The nurse stated that the patient's pain feeling is most likely due to the known psychological patient's condition as the patient is followed up in this facility for a long time.

Manufacturer narrative:
Brand name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Date of implant; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
It was reported that the vns patient presented with pain at the generator and electrode sites. The pain did not occur with stimulation pulses. It was reported that the pain persisted while the generator was disabled. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
.